Manufacturer narrative:
The device was returned to a third-party service center. The technician could not confirm foam particles in the air path during the device evaluation. Additionally, there were secondary findings like dust and dirt. The device was scrapped. In this report, box d, g, h has been updated/corrected.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged chest pain, frequent coughing, eye and skin irritation. There was no report of serious or permanent patient harm or injury. Philips is currently investigating this complaint; however, the device examination has not yet begun. The device is currently at the service center awaiting evaluation. A follow up report will be submitted when the manufacturer has received the device evaluation from the service center.

Manufacturer narrative:
H3 other text : device returned but not yet evaluated.